Event description:
Baxter sales phoned in on (B)(4) 2010 to report an on-going issues of cut or sliced tubing while loading into a sigma spectrum pump (serial number (B)(4) on (B)(4) 2010. The facility cannot identify the source of the cut tubing. The cut was approximately 20-1/4 inches down from the bottom of the drip chamber. This incident occurred with the interlink continu-flo solution set, product code 2c6537, with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. A sample of the tubing is available for evaluation. No additional information was provided.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device on the second or third clip stuck on the vessel then had to be pried off the vessel by forcing the handle apart. There was no tissue damage. The second device fired a c shaped clip on the first firing. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4).information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.which firing of the device did this event occur on? 2nd or 3rd and the 1stwhat vessel or structure was the device fired on at the time of the event? Arterywas the clip fully advanced into the jaws prior to firing? Yes.was there any torquing or twisting of the device present at the time of firing? Unknown .was any unexpected resistance felt while firing the trigger? Unknown.were any unexpected noises heard? Unknown.did anything unexpected happen prior to this incident? Unknown.was the device fired after this incident in or out of the patient? Unknown.